Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue but was able to verify it in the device's electronic records. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The cause of the reported issue could notbe established.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.